Event description:
It was reported that the stent dislodgment occurred. The target lesion was located in the iliac artery. A 9.0x40x135cm express ld stent was advance for treatment. During the procedure, it was noted that the stent got stuck in the lesion, so it was decided to withdraw the stent and to perform plain old balloon angioplasty (poba) again. However, when trying to withdraw the stent into the 7fr sheath, it could not be retracted into the sheath, and the stent had separated from the balloon. Since the stent could not be retracted, it had to be released in the external iliac artery. The stent was not implanted at the wanted location, but it fully covered the lesion. No complications reported and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination found that the stent was not present on the balloon catheter. The stent was not returned for analysis as it had been deployed inside the patient. A visual examination of the returned device found that the balloon had been inflated. An examination of the balloon material identified no issues. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present in the correct position on the shaft of the device. This concludes the product analysis.

Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that the stent dislodgment occurred. The target lesion was located in the iliac artery. A 9.0x40x135cm express ld stent was advance for treatment. During the procedure, it was noted that the stent got stuck in the lesion, so it was decided to withdraw the stent and to perform plain old balloon angioplasty (poba) again. However, when trying to withdraw the stent into the 7fr sheath, it could not be retracted into the sheath, and the stent had separated from the balloon. Since the stent could not be retracted, it had to be released in the external iliac artery. The stent was not implanted at the wanted location, but it fully covered the lesion. No complications reported and the patient was stable post-procedure.